Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, technical support informed the customer that the event had to do with main board and need to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault alarm while on a patient on the vela ventilator. The customer reported there was no patient harm associated with the reported event.